Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the pumps black box data revealed multiple reboots. During a visual inspection of the pump, the battery cap threads were damaged and the battery cap was unable to fully tighten. The battery compartment was observed to be cracked from the thread area to the case seal. The battery compartment threads were intact. The pump case was removed and there was no evidence of moisture or loose components inside the pump. The pump was unable to maintain an electrical connection with the returned battery cap. A test cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment and battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.